Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating. A technical support specialist (tss) dialed into the server using secure link and encountered the error 'connection refused when trying to connect.' The tss then dialed into the report server (rpt) and application servers. Extract transform load (etl) processes were running in order on the rpt server. Upon checking the task manager on the application server, the tss found that the cpu was constantly running at 99%. A service, 'windows host process (rundll32),' was consuming a lot of cpu usage. Following the knowledge article on (high cpu rundll troubleshooting), the tss ran a downtime query on the rpt server and found that 'available for processing xml/msg' was high. After requesting permission from the user, the specialist rebooted the application server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the system was not communicating, and all the reports were not crossing over to the users. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported based on this event.